Manufacturer narrative:
The investigation reviewed the last calibration performed on 05-mar-2024. The calibration was valid. The investigation reviewed the qc data. The qc level was 1 initially out of range but passed on rerun on the date of event. The qc level 2 was within the specified range on the date of event. The investigation reviewed the alarm trace; no issues were noted. The field service engineer (fse) inspected the analyzer and determined the event was caused by a clog in the sipper flow path. The fse replaced the sipper flow path tubing, cleaned the sipper probe, and performed service liquid flow cleaning (lfc). He performed volume and mechanical performance checks with acceptable results. The customer performed a satisfactory calibration and qc. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen 5 stat assay on a cobas e411 rack. The customer stated they were having quality control issues for multiple parameters. Based on this, the customer repeated the patient sample. The sample initially resulted in a troponin t value of < 6 ng/l with a data flag. The sample was repeated, resulting in a troponin t value of 13 ng/l. The repeat value was deemed correct and a corrected report was issued.

Manufacturer narrative:
The troponin t reagent lot number was 743112. The reagent expiration date was requested, but not provided. The investigation is ongoing.